Event description:
During a shoulder repair, it became difficult for the surgeon to manipulate the suture mechanism. During this the anchor some how became detached from it's inserter and fell into the joint space, it took approximately 1 hour to retrieve the device, which was ultimately used to complete the case successfully without further incident or harm to the patient.